Event description:
During a coronary artery drug eluting stenting treatment procedure, a complete shaft fracture occurred. The lesion being treated was a severely calcified, 95% stenotic lesion in a severely tortuous posterior descending artery (pda). The lesion was pre-dilated with a 2.0 mm maverick balloon. After pre-dilation the physician attempted to stent the lesion with a taxus express2 2.75 x 24 mm drug eluting stent. However, the physician was unable to cross the lesion. The physician continued to push harder and the stent delivery system (sds) shaft fractured into two pieces. The fractured catheter was removed from the pt's body without any complications. It is noted that six other unk stents could not cross the lesion. The procedure was successfully completed with a driver stent. Pt status is reported as "fine".